Manufacturer narrative:
Product development investigation was completed. The investigation summary customer quality (cq) engineering investigation that this complaint is confirmed. The drill guide was received at cq in two pieces. The 2.7mm barrel end has sheared off at the weld location and was returned. The device shows considerable wear consistent with over 19 years of use (mfg in 1998). Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # # 323.26, synthes lot # a4hf849: release to warehouse date: 25 mar 1998, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial surgery on (B)(6) 2017 when the surgeon was using the universal double drill guide for an open reduction internal fixation (orif) procedure of a distal radius bone the drill guide instrument broke. The break occurred at the distal end, at the weld. The device is in two pieces. No fragments were generated during the procedure. Surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) 2.7mm universal drill guide (B)(4).